Event description:
It was reported that the patient felt a shocking sensation. The device worked well for a year or two but then began zapping her. The zaps would occur after the turned the implant on. The stimulator addressed her intense pain, but when she turned the device off, she could continue to feel stimulation like ¿electrifying stuff.¿ the zapping would come and go, particularly in certain positions. The patient was considering removal. A CT scan was stated to show ¿where it was going but not where it was at.¿ the patient had been charging her device successfully. The device had been turned off. The patient was seeing her physician the day of the report. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 252640001, implanted: (B)(6) 2010, product type accessory; product ID 37092, lot # 251060001, implanted: (B)(6) 2010, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that it was unknown if the cause of the event was due to the implantable neurostimulator (ins) or the leads and extensions. The patient was not hospitalized due to this event. No patient injury was reported. It was noted that the patient experienced a non-serious injury.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported, almost a year later, that the implant was most likely in overdischarge (od). The patient had stopped using the device due to the shocking and pain. It was clarified that the CT scan showed placement was good. The patient had an upcoming appointment and wanted a company representative present. The patient was advised she would need to bring her equipment to get her device out of od and then to help program her device. The patient was considering taking the implant out if it didn¿t work, since its bothering her due to weight loss. Charging the recharger was also reviewed. It was further reported that there were telemetry issues. The last time stimulation was felt was over 12 months ago. The patient hadn¿t charged in a year. The patient didn¿t feel like stimulation was helping prior, but wanted to try again to see if it may help. It was stated that while using it in the past, stimulation would be too intense when the patient changed positions and it would need to be turned down. The patient clarified that she didn¿t feel shocking per se, but that stimulation felt too high. The patient stated shed used it for 2 years and then couldn¿t get the stimulation high enough. The coverage area was good but it didn¿t help the pain. A physician recharge mode was started. It was reviewed that the power on reset would need to be cleared. It was further reported that a company representative helped get the battery going again. It was the patient¿s physician that advised the patient to start using therapy again. The patient was told the day prior not to use therapy until the stimulator was charged up to half full. The patient was told she would see the por/call your dr icons and would need to clear it. The por was bypassed on the recharger. The patient had all 8 coupling bars and the battery was charging. The programmer noted the por was a warning por and the patient would need to see her physician to clear it. The patient reported a loss of therapeutic effect. It was stated that therapy initially helped, but then it slowly started giving her problems. It made things worse. The patient kept meeting her physician for more options. The patient stated the stimulator used to take the pain away, especially the type that was a ¿shooting lightning bolt¿ going down her leg. The patient had an epidural steroid injection which lasted 2 weeks and a thoracic joint block with did not do anything. The patient said the stimulation was irritating and she didn¿t want it on prior. Additional information was requested, if received a follow up report will be sent.